Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient wore the pump while swimming on (B)(6) 2012 and shortly after exiting the pool, the pump lost power. Troubleshooting by customer support revealed no visible damage to the battery cap or the battery compartment, no visible corrosion and changing the battery had no effect. The pump is being replaced under a separate complaint of moisture. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the pump failed to power on. Due to inability to power the pump, all of the testing steps could not be completed. Additionally, moisture was visible in the display. The keypad was peeling near the ok button. A keypad leak was found during leak testing. The pump was opened and moisture damage was found on the pcb.